Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The customer troubleshot with philips technical support. The customer was advised to run the unit with a test orifice and to perform the performance verification test to attempt to duplicate the issue. The customer could not duplicate the reported issue and declined further repair/service of the device.

Event description:
It was reported that during use the ventilator was reading proxy line disconnect, although it was connected. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The event date was not specified; estimate used.